Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Correction: a request was received from the FDA on 17jul2025 inquiring about missing follow up 1 for MFR #9617229-2018-00087. Upon review, it was found that follow up 1 was submitted 02may2018 however the g.6 follow up number was erroneously entered as 2 instead of 1. This medwatch is being submitted to correct the g.6. Follow up number to #1. There has been no additional information received for this complaint.

Event description:
Patient reported left side deflation. Additionally, health professional confirmed the deflation. Device was explanted.

Event description:
Additionally, health professional confirmed the deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids inside device and creases flat on implant. A leak test was performed which did not identify openings on the device. Microscopic analysis was performed which did not identify additional observations. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. -no openings were found on the device during the leak test and did not find possible damage on valve, for this reason cannot confirm the complaint (deflation). Additional information: b.5., d.7., d.10., g.3., h.3., h.6.